Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was showed offline. The field service engineer (fse) had reseated all connections, but the issue had persisted. The fse had identified the cause as half height drawer 3 cubie, where the pyxis bus interface printed circuit board (pcb) had been obstructing communication with all other drawers. The fse had resolved the issue by replacing the interface pcb and verifying functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 drawers were offline. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.